Manufacturer narrative:
The reference device was returned to the service center for a physical evaluation. The device teflon pad issue has been confirmed. The device was attached to the usg-400/esg-400 and passed the probe check test, both switches were checked and are functional. A visual inspection was performed on the returned device and found there is some tissue build up indicative of use. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. No missing pieces were observed. The distal end of the device was inspected under a microscope and found no visual damage to the probe unit. Based on the evaluation, the likely cause of the damaged teflon pad is due to no tissue or insufficient tissue between the probe and jaw during activation of the device. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the jaw and probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The manufacturer was informed that at the beginning of a hysterectomy procedure, the teflon pad on the jaws lifted. The procedure was delayed long enough to replace the device and the procedure was completed using a similar device. There was no reported patient injury.